Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that the syringe module alarming nearly empty. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report that the syringe module alarming nearly empty was not confirmed. Physical inspection noted the device to be in good condition. Review of the pcu event log shows on (B)(6) the syringe module was connected to pcu s/n: (B)(4). At 09:54:42 a bd plastipak 50ml syringe loaded, 35.0845 remaining syringe module. At 09:55:22, 0.5ml/h rate infusion started, 34.7428ml vtbi. At 13:31:22 the channel powered off. Analysis of the syringe module event log did not contain any entries for syringe empty and 5 entries for near end of infusion with only two recorded on the same day, 30/mar/2019, although these were recorded over 9 hours apart. Testing confirmed that when a syringe has infused the volume of an inserted syringe and inserting a new syringe the pump will ask you to enter a new vtbi. The root cause of the customer¿s report was not identified.

Event description:
The reported feedback suggests that the syringe module alarming nearly empty. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.